Event description:
It was reported that patient complications occurred. The 56 mm x 2.50 mm target lesion was located in the second obtuse marginal branch of the left circumflex artery. The target lesion was pre-treated with a 2.50 mm x 30 mm semi-compliant balloon angioplasty catheter and a non-compliant balloon angioplasty catheter resulting in 20% residual stenosis and timi flow of 3. The lesion was then successfully treated with a 2.50 mm x 30 mm agent dcb and a 2.00 mm x 30 mm agent dcb resulting in 20% residual stenosis and timi flow of 3. Following treatment with the agent dcb devices, a type b dissection was noted, however no intervention was performed for the same. A non-occlusive hematoma was also noted, and a cutting balloon was used to treat the hematoma. The patient was discharged from the hospital.